Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that an inappropriate shock occurred due to electromagnetic interference from cautery during an operation as therapi es had not been deactivated. A few days later, an alert was triggered due to short v-v intervals that were due to premature ventricular complexes. The device remains in use. No further patient complications have been reported as a result of this event.